Event description:
Ligation papers allege the bilateral patient experienced severe soreness, stiffness, and clicking in her right hip joint following the first hip replacement. It is further alleged that following the second implant surgery, the patient began to experience excruciating pain in her left joint and hip with a feeling as though the hip implant was rolling in and out of its socket. **update** (B)(6) 2011 - litigation papers received. They allege that patient suffered severe metal poisoning and metallosis. Additionally, they allege that patient was revised on the left side. Added part and lot numbers for the right side. Medwatches have been updated. There is no new additional information that would affect the investigation.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.